Event description:
A customer reported encountering cgm error 42, and it was determined that their pump had recently come out of storage mode. There was no reported adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to wait 20 minutes before starting a sensor session, which they understood and acknowledged. The issue was not resolved at the time of the call, but the customer later completed their own troubleshooting and the pump was replaced due to an undefined malfunction.